Event description:
It was reported that the patient presented in clinic with episodes of non-sustained rv oversensing. Upon review of the strips, undersensing due to pseudofusion beats and ventricular blanking causing competitive pacing were observed. The device was reprogrammed. Patient will be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.